Event description:
Description from customer: "hello! In our company, we have had an accident with hygiene chair ocean, the chair tipped when the woman would get help to change nightgown. She threw up her arms and leaned forward slightly and then tipped the chair forward and she fell to the floor. The fall was reduced a little by the staff who got hold of the upper body, but she had a fracture in her bone stump.